Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The cause for the reported issue was not known. A manual injection was administered to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
Corrected data: b1, b5, h6 (remove 2993, add 1065).

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. During troubleshooting with tandem technical support (cts) it was determined that insulin was not observed to be exiting the cartridge tubing. Cts guided the customer through loading a new cartridge. A manual insulin injection was administered to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.